Manufacturer narrative:
The date of manufacture was not available at the time of filing. The distributor performed a checkout of the equipment and confirmed the reported complaint. The distributor recommended replacement of the apl valve.

Event description:
The hospital reported the adjustable pressure limit (apl) valve was not functioning as expected, affecting manual ventilation. There was no reported patient involvement.